Manufacturer narrative:
Component (B)(4) relates to device (B)(4) for suture break. Component (B)(4) relates to device (B)(4) for entrapment. Component (B)(4) relates to device (B)(4) for torn material. (B)(6).

Manufacturer narrative:
Analysis of the returned polaris ureteral stent revealed that the stent was torn from the suture hole to the proximal end of the stent. The suture was not present with the returned device. Most likely, the suture tore through the stent while attempting to withdraw the device. Therefore, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific that a polaris ultra ureteral stent was used during a transuretheral uretero-lithotripsy procedure. According to the complainant, the stent was being positioned after the transuretheral uretero-lithotripsy procedure. A stone was stuck in the anatomy, and the stent was advanced past the stuck stone. When withdrawing the guidewire from the stent during placement, the guidewire became stuck within the stent. When force was applied to withdraw the device, the distal end of the stent tore, between the suture hole and the proximal tip. Additionally, the suture broke when the stent was being removed. The stent was removed from the patient and the procedure was successfully completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Event description:
It was reported to boston scientific that a polaris ultra ureteral stent was used during a transuretheral uretero-lithotripsy procedure. According to the complainant, the stent was being positioned after the transuretheral uretero-lithotripsy procedure. A stone was stuck in the anatomy, and the stent was advanced past the stuck stone. When withdrawing the guidewire from the stent during placement, the guidewire became stuck within the stent. When force was applied to withdraw the device, the distal end of the stent tore, between the suture hole and the proximal tip. Additionally, the suture broke when the stent was being removed. The stent was removed from the patient and the procedure was successfully completed with another of the same device. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be "good."